Manufacturer narrative:
Date of event: exact date unknown, event occurred four or five years ago from the date manufacturer became aware of the event. Explant date: four years ago. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-50, serial: (B)(4), batch: 15878692.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All device components were explanted and was not returned. No further information has been obtained despite good faith efforts.